Event description:
On january 7, 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a medical surveillance specialist. The patient informed the csr that about three months ago, her meter began to read inaccurately high. The patient stated that at around 10.00am on an unspecified date, she obtained an alleged inaccurately high reading of ¿140 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. She explained that because of the alleged inaccurately high readings, she contacted her doctor and was prescribed metformin (500mg per day). She explained that before she obtained the reading of ¿140 mg/dl¿ she experienced ¿dizziness, headaches and felt shaky¿, which she associated with a low blood glucose excursion. The patient explained that she self-treated her symptoms with food at 12.00pm. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The patient confirmed that the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as the patient¿s control solution had expired (expiration is september 2004). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject meter.